Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's device was coming out piece by piece. The physician stated that the incisions were opened and the stimulation was exposed. The physician suspected that the patient's body rejected the device. The patient underwent an explant procedure. No device malfunction was suspected.